Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became fractured and unresponsive, rendering the device inoperable; the caregiver administered manual insulin per healthcare provider guidance and used back-up therapy after a blood glucose reading of 343 mg/dl on a connected cgm. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a stress-related problem associated with the touchscreen component consistent with a device screen fracture. The patient continued therapy using back-up insulin per provider instructions and used the cgm separately. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.